Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Company causality comment. Incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain (feels like labor cramps) - current/ pelvic pain") and genital haemorrhage ("heavy bleeding, bleed uncontrollably/ bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6)). Patient did not experience any complications of pregnancy or delivery. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and treatment non-compliance ("did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no"). The patient was treated with analgesics, surgery (essure device removed via hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and treatment non-compliance outcome was unknown, the genital haemorrhage had resolved and the depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved. The reporter considered abdominal pain, depression, genital haemorrhage, insomnia, mood altered, pain, pelvic pain and treatment noncompliance to be related to essure. The reporter provided no causality assessment for arthralgia, back pain, headache and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded on (B)(6) 2009, patient underwent essure confirmation test, hysterosalpingogram test. Current weight: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 11-jan-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain (feels like labor cramps)-current/ pelvic pain/pain/pelvic (feels like labor cramps)") and genital haemorrhage ("heavy bleeding, bleed uncontrollably/bleeding/heavy bleeding") in a (B)(6) year-old female patient (gravida 6, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), blurred vision, nasal congestion, sore throat, vertigo, sinusitis, dyspnea, bradycardia, chest pain, cardiac arrhythmia, orthopnea, palpitations, dyspnoea exertional, bloating, breast heaviness, crying, menstrual cycle abnormal, loss of energy, bleeding menstrual heavy and menarche. Patient did not experience any complications of pregnancy or delivery. Concurrent conditions included body mass index normal, weight gain, nausea, decreased appetite, increased appetite, morning sickness, irritability, hot flushes, upset stomach, feeling sick, menometrorrhagia, anemia and iron deficiency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 4 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics and surgery (essure device removed via hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved, the genital haemorrhage had resolved and the abdominal pain and treatment noncompliance outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for back pain with essure. The reporter considered abdominal pain, arthralgia, depression, genital haemorrhage, headache, insomnia, migraine, mood altered, pain, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure and removal procedure it was reported in medical records on (B)(6) 2008 a 12 week pregnancy (essure inserted during pregnancy) - outcome elective abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure coils in place; fallopian tubes occluded pregnancy test urine - on an unknown date: negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage." Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical records documents received. New reporter, patient demographic information, relevant history, concomitant product; events dates updated. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain (feels like labor cramps)-current/ pelvic pain/pain/pelvic (feels like labor cramps)') in a 29-year-old female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no" and device ineffective "device ineffective". The patient's medical history included multigravida (B)(6) 2000, (B)(6) 2002, (B)(6) 2008), parity 3 (B)(6) 2000, (B)(6) 2002, (B)(6) 2008), blurred vision, nasal congestion, sore throat, vertigo, sinusitis, dyspnea, bradycardia, chest pain, cardiac arrhythmia, orthopnea, palpitations, dyspnoea exertional, bloating, breast heaviness, crying, menstrual cycle abnormal, loss of energy, bleeding menstrual heavy, menarche, uterine fibroids, vaginal delivery, dysmenorrhea, excessive menstruation, iron deficiency anemia, uterine leiomyoma, lower abdominal pain, breast pain and uti. Patient did not experience any complications of pregnancy or delivery. Previously administered products included for an unreported indication: adacel, azithromycin oral tablet, darvocet-n, loestrin 24 fe, maxzide, medroxyprogesterone, zithromax z-pak, pristiq, provera, reglan, valium, xanax and miralax oral powder. Concurrent conditions included body mass index normal, weight gain, nausea, decreased appetite, increased appetite, morning sickness, irritability, hot flushes, upset stomach, feeling sick, menometrorrhagia, anemia and iron deficiency. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2011, desvenlafaxine succinate (pristiq) since 2016 and trazodone since 2016 for depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding, bleed uncontrollably/bleeding/heavy bleeding"). In 2010, the patient experienced migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with analgesics and surgery (essure device removed via hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved, the genital haemorrhage had resolved and the abdominal pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for back pain with essure. The reporter considered abdominal pain, arthralgia, depression, genital haemorrhage, headache, insomnia, migraine, mood altered, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure and removal procedure it was reported in medical records on (B)(6) 2008 a 12 week pregnancy (essure inserted during pregnancy) - outcome elective abortion. It was reported that, did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no. One trailing coils were noted on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure coils in place; fallopian tubes occluded. Pregnancy test - on (B)(6) 2008: positive. Pregnancy test urine - on an unknown date: results: negative. Steroid shots prescription for pain. Patient took pain medication for pelvic pain. On (B)(6) 2009, hysterosalpingogram test (per pfs). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage,pregnancy with contraceptive device." Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: event: " pregnancy with contraceptive device", lot number, lab data, medical history, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain (feels like labor cramps)-current/ pelvic pain/pain/pelvic (feels like labor cramps)') in a 29-year-old female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no" and device ineffective "device ineffective". The patient's medical history included multigravida ((B)(6)2000, (B)(6)2002, (B)(6)2008), parity 3 ((B)(6)2000, (B)(6)2002, (B)(6)2008), blurred vision, nasal congestion, sore throat, vertigo, sinusitis, dyspnea, bradycardia, chest pain, cardiac arrhythmia, orthopnea, palpitations, dyspnoea exertional, bloating, breast heaviness, crying, menstrual cycle abnormal, loss of energy, bleeding menstrual heavy, menarche, uterine fibroids, vaginal delivery, dysmenorrhea, excessive menstruation, iron deficiency anemia, uterine leiomyoma, lower abdominal pain, breast pain and uti. Patient did not experience any complications of pregnancy or delivery. Previously administered products included for an unreported indication: adacel, azithromycin oral tablet, darvocet-n, loestrin 24 fe, maxzide, medroxyprogesterone, zithromax z-pak, pristiq, provera, reglan, valium, xanax and miralax oral powder. Concurrent conditions included body mass index normal, weight gain, nausea, decreased appetite, increased appetite, morning sickness, irritability, hot flushes, upset stomach, feeling sick, menometrorrhagia, anemia and iron deficiency. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2011, desvenlafaxine succinate (pristiq) since 2016 and trazodone since 2016 for depression. On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On (B)(6)2010, the patient experienced genital haemorrhage ("heavy bleeding, bleed uncontrollably/bleeding/heavy bleeding"). In 2010, the patient experienced migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with analgesics and surgery (essure device removed via hysterectomy on (B)(6)2010). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved, the genital haemorrhage had resolved and the abdominal pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for back pain with essure. The reporter considered abdominal pain, arthralgia, depression, genital haemorrhage, headache, insomnia, migraine, mood altered, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure and removal procedure it was reported in medical records on (B)(6)2008 a 12 week pregnancy (essure inserted during pregnancy) - outcome elective abortion. It was reported that, did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no. One trailing coils were noted on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: essure coils in place; fallopian tubes occluded. Pregnancy test - on (B)(6)2008: positive. Pregnancy test urine - on an unknown date: results: negative. Steroid shots prescription for pain. Patient took pain medication for pelvic pain. On (B)(6)2009, hysterosalpingogram test (per pfs). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage,pregnancy with contraceptive device" lot number: 627728 manufacturing date: 2008-07 expiration date: 2010-07. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain (feels like labor cramps)-current/ pelvic pain/pain/pelvic (feels like labor cramps)') in a 29-year-old female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no" and device ineffective "device ineffective". The patient's medical history included multigravida ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), blurred vision, nasal congestion, sore throat, vertigo, sinusitis, dyspnea, bradycardia, chest pain, cardiac arrhythmia, orthopnea, palpitations, dyspnoea exertional, bloating, breast heaviness, crying, menstrual cycle abnormal, loss of energy, bleeding menstrual heavy, menarche, uterine fibroids, vaginal delivery, dysmenorrhea, excessive menstruation, iron deficiency anemia, uterine leiomyoma, lower abdominal pain, breast pain and uti. Patient did not experience any complications of pregnancy or delivery. Previously administered products included for an unreported indication: adacel, azithromycin oral tablet, darvocet-n, loestrin 24 fe, maxzide, medroxyprogesterone, zithromax z-pak, pristiq, provera, reglan, valium, xanax and miralax oral powder. Concurrent conditions included body mass index normal, weight gain, nausea, decreased appetite, increased appetite, morning sickness, irritability, hot flushes, upset stomach, feeling sick, menometrorrhagia, anemia and iron deficiency. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2011, desvenlafaxine succinate (pristiq) since 2016 and trazodone since 2016 for depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding, bleed uncontrollably/bleeding/heavy bleeding"). In 2010, the patient experienced migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstruation irregular ("unusual period") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with analgesics and surgery (essure device removed via hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved, the genital haemorrhage had resolved and the abdominal pain, pregnancy with contraceptive device, menstruation irregular and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for back pain with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, mood altered, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure and removal procedure it was reported in medical records on (B)(6) 2008 a 12 week pregnancy (essure inserted during pregnancy) - outcome elective abortion. It was reported that, did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no. One trailing coils were noted on both sides. Discrepancy noted in removal date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure coils in place; fallopian tubes occluded. Pregnancy test - on (B)(6) 2008: positive. Pregnancy test urine - on an unknown date: results: negative. Steroid shots presciption for pain. Patient took pain medication for pelvic pain. On (B)(6) 2009, hysterosalpingogram test (per pfs) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage,pregnancy with contraceptive device" lot number: 627728 manufacturing date: 2008-07 expiration date: 2010-07 most recent follow-up information incorporated above includes: on 14-oct-2020: pif received-new event unusual periods , cramping were added. Dob updated. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain (feels like labor cramps)-current/ pelvic pain/pain/pelvic (feels like labor cramps)') in a 29-year-old female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no" and device ineffective "device ineffective". The patient's medical history included multigravida ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2008), blurred vision, nasal congestion, sore throat, vertigo, sinusitis, dyspnea, bradycardia, chest pain, cardiac arrhythmia, orthopnea, palpitations, dyspnoea exertional, bloating, breast heaviness, crying, menstrual cycle abnormal, loss of energy, bleeding menstrual heavy, menarche, uterine fibroids, vaginal delivery, dysmenorrhea, excessive menstruation, iron deficiency anemia, uterine leiomyoma, lower abdominal pain, breast pain, uti, uterine leiomyoma, anemia and uterine fibroid. Patient did not experience any complications of pregnancy or delivery. Previously administered products included for an unreported indication: adacel, azithromycin oral tablet, darvocet-n, loestrin 24 fe, maxzide, medroxyprogesterone, zithromax z-pak, pristiq, provera, reglan, valium, xanax and miralax oral powder. Concurrent conditions included body mass index normal, weight gain, nausea, decreased appetite, increased appetite, morning sickness, irritability, hot flushes, upset stomach, feeling sick, menometrorrhagia, anemia, iron deficiency, menorrhagia and iron deficiency. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2011, desvenlafaxine succinate monohydrate (pristiq) since 2016 and trazodone since 2016 for depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding, bleed uncontrollably/bleeding/heavy bleeding"). In 2010, the patient experienced migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstruation irregular ("unusual period") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with analgesics and surgery (essure device removed via hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved, the genital haemorrhage had resolved and the abdominal pain, pregnancy with contraceptive device, menstruation irregular and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for back pain with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, mood altered, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure and removal procedure it was reported in medical records on (B)(6) 2008 a 12 week pregnancy (essure inserted during pregnancy) - outcome elective abortion. It was reported that, did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no. One trailing coils were noted on both sides. Discrepancy noted in removal date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure coils in place; fallopian tubes occluded. Pregnancy test - on (B)(6) 2008: positive. Pregnancy test urine - on an unknown date: results: negative. Steroid shots presciption for pain. Patient took pain medication for pelvic pain. On (B)(6) 2009, hysterosalpingogram test (per pfs). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage,pregnancy with contraceptive device" lot number: 627728, manufacturing date: 2008-07, and expiration date: 2010-07. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding, bleed uncontrollably/ bleeding") and pelvic pain ("pain/ pelvic pain (feels like labor cramps) - current/ pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6)) patient did not experience any complications of pregnancy or delivery. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2011, the patient experienced depression ("depression"), insomnia ("difficulty sleeping"), mood altered ("altered moods"), pain ("body aches"), headache ("headaches") and back pain ("back pain"). In 2012, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: no"). The patient was treated with analgesics and surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the genital haemorrhage had resolved, the pelvic pain, abdominal pain and treatment noncompliance outcome was unknown and the depression, insomnia, mood altered, pain, headache, migraine, arthralgia and back pain had not resolved. The reporter considered abdominal pain, depression, genital haemorrhage, insomnia, mood altered, pain, pelvic pain and treatment noncompliance to be related to essure. The reporter provided no causality assessment for arthralgia, back pain, headache and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. On (B)(6) 2009, patient underwent essure confirmation test, hysterosalpingogram test. Most recent follow-up information incorporated above includes: on 08-jan-2018: pfs received. Reporter information updated, patient dob, height, weight, historical conditions, concomitant disease, treatment medications, product removal date updated, new events pelvic pain, depression, insomnia, mood altered, body aches, headaches, migraines, joint pain, back pain and treatment noncompliance added. Outcome for genital haemorrhage updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.